Event description:
It was reported there have been several issues with leaking perc tracheostomies recently. Since the change in the design of the dilator, tracheostomies have developed significant leaks in the days after insertion. There was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.